Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. This supplemental emdr represents the ventrio st (device #1). An additional emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿adhesions from omentum were removed. A ventrio st mesh (device #1) was placed subfascial, sutured and secured.¿ (B)(6) 2012 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with the implant of ventrio st mesh (device #2) and explant of ventrio st mesh (device #1). Per operative notes, ¿the previously placed ventrio st mesh (device #1) was noted to be lifted from left side of the fascia, and it was removed out completely. The adhesions were removed, and ventrio st mesh (device #2) was placed intraabdominally and sutured". (B)(6) 2015 - patient was diagnosed with large ventral recurrent hernia in the right abdominal wall thereby underwent open repair. Per operative notes, ¿scarring was noted in the right upper quadrant. Hernia was noted above the umbilicus to the left of the midline and all adhesions were removed. A piece of mesh (device #2) was noted in the right lower abdomen. A synthetic mesh was placed and secured by sutures.¿ attorney alleged that the patient had adhesions, pain. It is also alleged that the mesh removed because it was found to have lifted up on left side.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventrio st. The patient is making a claim for an adverse patient outcome against the ventrio st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."